Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The day after the index procedure, the patient had a sudden onset tia, with dysarthria and other neurological deficits. The event lasted less than 24 hours and there was full recovery. The event resolved on its own. The same day (approximately 3 1/2 hours later), the patient had a non-q wave mi, with elevated cardiac enzymes. Both events were noted as related to the index procedure and not to the cordis products. The patient was discharged the next day. The target lesion was the right bifurcation and distal common carotid. The length of the lesion was 15mm, diameter was 6mm. The lesion was concentric, eccentric, moderately calcified, and mildly tortuous. Pre-procedure stenosis was 80%. A precise pro rx 8 x 40 mm was placed at the target lesion. An angioguard size 6 basket was successfully deployed and retrieved during the procedure. Post procedure stenosis was 10%. Pre and post procedure medications included clopidogrel and aspirin.